Manufacturer narrative:
Additional information: g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the flange on the device detached from the main tube stem. It was reported that the patient was urgently transferred to the operating room from the intermediate care unit (imc) with a critical incident of a tracheostomy tube that had been slipped into the trachea. The outer cannula separated from the flange <(>&<)> slipped inside the trachea. The extraction was difficult and took significant time during the procedure. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was urgently transferred to the operating room from the intermediate care unit (imc) with a critical incident of a tracheostomy tube that had been slipped into the trachea. The outer cannula separated from the flange and slipped inside the trachea. The extraction was difficult and took significant time during the procedure.